Event description:
Pt underwent cardiac catheterization on (B) (6) 2010, access site closed using perclose a-t. Returned to facility on 02/05/2010. Laboratory confirmed bloodstream infection. Diagnosis or reason for use: post catheterization access site closure. Pt's weight: (B) (6) kg.